Event description:
It was reported that the guidewire was entrapped in the catheter. A v-18 control wire was selected for use in a peripheral procedure. During the procedure, the guidewire became entrapped in the non-bsc catheter. The catheter and guidewire were removed together.